Event description:
Ussc/autosuture ceea 31. Eea #31 stapler misfired -good approximate and firing - when tried to remove handle, anvil didn't turn. When extracted and tested with air, there was an air leak.